Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the reported patient effect of tissue damage was likely a result of the patient condition and the implanted clip. The reported worsening mr and dyspnea were likely symptoms/secondary effects of the chordal rupture. It should be noted that the reported patient effects of worsening mr, dyspnea, and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue. The additonal clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the increased mitral regurgitation (mr) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 3+. One clip (61015u178) was implanted reducing mr to 1. On an unspecified date, the patient returned experiencing dyspnea. Echocardiogram was performed confirming mr increased to 4 and tissue damage was noted lateral to the implanted clip. The clip remained stable and secure on the leaflets. On (B)(6) 2017, a second mitraclip procedure was performed. Imaging was challenging. The cds (70629u136) was advanced; however, the leaflets could not be grasped due to the anatomy. The clip was repositioned, reducing mr to 2. When establishing gl removability, after retracting of the gl, resistance was noted. Deployment was continued. After retracting the gl a few cm., the gl stretched and could not be removed. The cds was removed, and the steerable guide catheter was positioned below the heart to aid in gl removal; however, was still unsuccessful. A biopsy knife and a cutting balloon were unsuccessful in removing the gl. A snare device using electricity via a bovie device was required to snare and break/cauterize the gl to remove it. 4cm of the gl remains attached to the implanted clip. The clip remains stable on the leaflets. The patient is stable. Mr is at a grade of 2. No additional information was provided.